Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: the patient was a 87-year-old man under investigation for suspected lung cancer and mediastinal adenopathies who needed a quick diagnosis. Several attempts were made to perform a needle aspiration of left and right lower paratracheal lymph nodes (mediastinal stations 4l and 4r) that led to bend of five cook echo-hd-22-ebus-p echotip ultra® needles ((B)(4)) and subsequent fracture of two of them inside their sheaths ((B)(4)). Fortunately the procedure ended without complications but with very few samples. Note: user error stylet was partially removed when advancing to the target site answers to additional questions: the needle was visualized wedged into the left lateral tracheal wall. The ebus bronchoscope was withdrawn and a standard flexible bronchoscope was inserted into the airways to remove the needle. An attempt was made to remove the needle with forceps but we lost sight of it and could not be found during bronchoscopy. Control images have not shown it and the needle could have been aspirated during the flexible bronchoscopy. The patient is in close follow-up because a needle fragment could have been lost in the distal airways. 1. Did any unintended section of the device remain inside the patient¿s body? No, if yes, please describe. 2. Was the patient hospitalized or was there prolonged hospitalization? No. 3. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. 4. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. 4.1 for all complaints, ask: are images of the device or procedure available? Yes. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Per images in the initial notification email- the patient end were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Yes. Please specify if yes. Per initial notification email image: devices # 1 and #4 also fractured. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. If the device is a procore needle, is the device damage located at the notch / core trap? N/a- not a procore. If no, please specify where the damage is located: was gaining access to the target site difficult? No. Was the device used in a tortuous position? No. Was puncture of the target site difficult? Yes. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lungs. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Per complaint form mediastinal stations 4l and 4r. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? Per complaint form:--fortunately the procedure ended without complications but with very few samples. Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Did the patient require any additional procedures as a result of this event? Per complaint form? No. What intervention (if any) was required? Not specified by end user. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a- per complaint form no additional procedures needed. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? Yes. If yes, please specify what was observed and where on the device it was observed. Per initial notification email image- devices # 1 and #4 also fractured. What is the scope manufacturer and model number that was used? Pentax eb-1970uk ultrasound video bronchoscope, noblus advanced ultrasound scanner, pentax epk-1000 digital video processor b4. Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? Yes, four months ago. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? On advancement of the needle. Was the syringe used during the procedure, after the stylet was removed? N/a. Was difficulty experienced while retracting the needle? N/a. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was the stylet partially removed when advancing the needle into the target site? Yes. How many samples were obtained (passes completed) with this needle? Three samples but from mediastinal lymph node station 7 (subcarinal). No samples from the 4r and 4l lymph node station. Did any section of the device detach inside the patient? If yes, please specify: three (03) attempts were made to perform a needle aspiration of left lower paratracheal lymph node (mediastinal station 4l) that led to initial bend of cook echo-hd-22-ebus-p needle and subsequent fracture during the third attempt. The needle was visualized wedged into the left lateral tracheal wall. The ebus bronchoscope was withdrawn and a standard flexible bronchoscope was inserted into the airways to remove the needle. An attempt was made to remove the needle with forceps but we lost sight of it and could not be found during bronchoscopy. Control images have not shown it and the needle could have been aspirated during the flexible bronchoscopy. The patient is in close follow-up because a needle fragment could have been lost in the distal airways. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Yes- we experienced slipping of the sheath during use. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? During the three needle aspirations, a resistance was felt initially while trying to puncture the node. Perhaps the needle tip could have touched the prominent cartilaginous ring because the distance between rings was less. During the five-needle lymph node puncture attempts, a resistance was felt again and again while trying to advance the needles to the mediastinal nodes stations 4r and 4l. Perhaps the needle tip could have touched the prominent cartilaginous rings because the distance between rings was less.

Manufacturer narrative:
Device evaluation complaint devices were not returned therefore a document based review will be performed. It should be noted that this file is related to two other complaint files. For details of the other investigations please refer to (B)(4). Images of the five devices were shared which showed three with distal kinks and the other two devices which had kinked and subsequently broke as per information shared in the file. The investigation into the two needles which kinked and subsequently fractured will be investigated under this file (B)(4) while (B)(4) will investigate the three needles which just kinked distally. Clarification was requested from cirl eng as follows; ¿I had went out to seek clarification on the answer to the standard question highlighted in yellow above ¿was there difficulty locking the sheath (or needle) in place or slipping experienced during use? ¿ and I received the following reply; ¿it was an issue. We had to lock the sheath in place frequently because it slipped away with every attempt to puncture the node, specially when we bent the distal part of the ultrasound bronchoscope.¿ my question to you is as following; is it possible that the issue with locking the sheath could be linked to the initial failure of ¿user error-stylet was partially removed when advancing to the target site¿ or should an additional pr be opened for this issue? As the stylet provides support to the needle for puncture this would have led to the distal end of the needle to kink on the 5 devices and the subsequent fracture of 2 of the devices.¿ reply was received as follows ¿create a separate pr for the slipping sheath extender¿. As a result of the above (B)(4) was opened for issue with the sheath extender slipping. Document review including IFU review. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1947346 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has previously occurred for this work order. This was with related complaint (B)(4). The root cause for that complaint was as follows ¿a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site¿. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1947346. The notes section of the instructions for use, ifu0060-5, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the target site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0060-5). Root cause review. A definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal end of the needles to kink on the five needles and subsequently fracture on two of these. As per additional information received it is also possible that the needle tips could have touched the prominent cartilaginous ring which may also have contributed to the issue. Summary: complaint is confirmed based on customer and/or rep testimony and images provided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on 05-jan-2022 and an update to the investigation conclusions.